Manufacturer narrative:
Excel 23 khz straight handpiece (c2600) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: noise and heating of the housing was confirmed. Fault confirmed - handpiece getting hot, coilform corroded, transducer faulty. Root cause analysis: reported failure noise and heating of the housing was confirmed. The root cause was confirmed as transducer defective and coilform was corroded. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) had noise and heating of the housing. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.